Event description:
The following has been reported: biomed reported: 'pump problem error message'. Patient harm: no. Occurred: during procedure and during set up. Stopped active infusion: no. A preliminary review of the logs identified the following issue: sensor hardware failure (vr encoder). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Due diligence complete, no pump was returned for evaluation. The reported issue, sensor hardware failure (vr encoder) cannot be confirmed or refuted. A device history review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.